Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of an under infusion of asp was not definitively confirmed through log review or reproduced during laboratory testing. Laboratory testing showed the pump module was delivering fluids within specification. The customer provided an event date of 20 november 2024 review of the pump module error and event logs showed no errors were recorded on the reported event date. Multiple doses programmed and infusions completed between 4:34:56 pm and 8:35:46 pm. Various infusion rates: 300 ml/h and 208 ml/h. Vtbi varied from 2 ml to 570 ml. Infusions stopped multiple times, often unit channel off. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, change the bezel assembly and please ensure proper assembly and re-torque all screws to specifications. Dchu is not responsible for any cost associated with incidental findings. Root cause: the root cause of the reported under-infusion failure of asp was not able to be identified during the investigation, the returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing.

Event description:
It was reported that the asp infusion ran for 2 hours and 20 minutes, which is 5 minutes outside of the infusion window. There was patient involvement but no harm.

Event description:
It was reported that the asp infusion ran for 2 hours and 20 minutes, which is 5 minutes outside of the infusion window. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.